Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was performed via a 7f sheath hole. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5 - describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed; however, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.